Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
During stylet removal, the needle/stylet assembly detached from the white stylet puller, causing the safety mechanism to fail and requiring the nurse to use forceps to remove the needle/stylet from the device.